Event description:
It was reported that after inserting the intra-aortic balloon (iab) there was an abnormality in the pressure waveform obtained from the optical sensor. The arterial pressure signal was input again from the inner lumen of the iab via the transducer and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - 629-0197. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.4cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed the reported failure. The issue with the device does not appear to be related to the manufacturing process. The part was processed through the entire manufacturing process and considered acceptable after passing the final sensor test. If the manufacturing process was a contributing factor, it is likely that more than one (1) piece from the work order/batch would experience the same issue. The manufacturing process is therefore not considered to be a contributing factor. Based on the information presented above it is unlikely that a root cause can be determined since it is only one (1) piece of a larger work order/batch. However, the following factors that are unrelated to the manufacturing process could potentially contribute to a root cause: 1. Bend in catheter: a slight bend in the catheter that is not large enough to kink the catheter or break the fiber can disrupt the signal enough to show an intermittent failure or consistent failure while the bend is present. 2. Damaged blue connector port: the blue connector port on the pump could be damaged. If the blue connector port is damaged, it creates a loose fit for the sensor which may create a connection issue. It may be possible that if the connector is plugged in and shifted periodically, the signal may connect and disconnect intermittently. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.